Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. Updated information in d9.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. D4: unknown UDI due to no list or lot number provided.

Event description:
The event involved an unspecified transducer set. The reporter stated that they have had many new arterial lines that require replacement after only 2-3 days insitu due to blockages. The customer reported that they have seen several arterial5 lines have bubbles running down the line even though all connections are tight and it is a closed system and stated that many times staff forget to add extra sample line section and they often find the extra third line dragging on the ground. The set was used for aterial, and/or cvp monitoring intraoperative and was in use between (B)(6) 2024 at 2:48:08 am and (B)(6) 2024 2:52:13 am. The customer stated that the setting up of the safeset was not easy and taking bloods and abg was challenging; taking vbg (cvc) was never challenging. The line length cvp and abg was sometimes challenging and clots were reported to be challenging. Positional trace was always challenging as was manual handling. There was patient involvement but harm was not reported as a consequence of this event.